Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements reportedly showed an increasing number of affected channel. The clinic suspected fibrosis and therefore a revision surgery is considered.

Manufacturer narrative:
Conclusion: based on the received information from the device was explanted due to increased electrode impedance values. During device investigation only minor damage to the active electrode was found which is expected to have been present whilst implanted. However, the overall impedance increase on all electrode channels was likely caused due to physiological changes within the cochlea, as stated in the device explantation report form i.e. Fibrosis and bone growth. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
N situ measurements reportedly showed an increasing number of affected channel. The clinic suspected fibrosis and therefore a revision surgery is considered. Fibrosis and bone growth was then confirmed during the re-implantation surgery on (B)(6) 2023.